Event description:
Additional information reported the bupivacaine dose being delivered was 1.0 mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care provider (hcp) via a company representative reported that the catheter was leaking at the pin connector site. The patient called the physician and reported having discharge from the pocket incision site. The patient began experiencing withdrawal symptoms of increased pain but did not associate with drug withdrawal. A catheter revision was completed late evening (B)(6) 2015. The hcp thought the patient had a pocket infection, but when the hcp opened the pump pocket, fluid that had been leaking from the incision site was discovered to be cerebral spinal fluid (csf) and pump medication. The physician trimmed 1.5 cm catheter and reconnected to pin connector of sutureless connector reusing sleeve. The physician confirmed cerebral spinal fluid (csf) flow before reconnecting to the pump. The issue was resolved. The medications being delivered via the pump were dilaudid and bupivacaine. Dilaudid was being delivered at a concentration of 20 mg/ml and a dose of 2.0 mg/day. Bupivacaine was being delivered a concentration of 10 mg/ ml and a dose of 2.0 @ mg/day. The lot numbers were unknown. It was noted that when the pump was recently replaced on (B)(6) 2015 the patient had good csf flow and 13 ml of drug were put into the new pump. The indications for use were post lumbar laminectomy syndrome, complex reg pain syndrome type I, and spinal pain. Follow up is being conducted. If additional information becomes available, the event will be updated.